Manufacturer narrative:
(B)(4).

Event description:
According to the reporter:the surgeon started the procedure with the item and inserted into patient. He then noticed that a plastic piece was broken off and was still inside the original packaging. There were no adverse events associated with the incident.